Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication experienced by the patient. According to the robotics coordinator, none of the blue stapler 45 reloads that were used during the da vinci-assisted surgical procedure are available for return to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. Logs indicated complete firings of blue stapler 45 reloads. There were no incomplete clamps in the procedure. Logs did not indicate poor stapling/cutting issues. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient allegedly experienced an intestinal obstruction that required a second surgical procedure for repair. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that approximately two weeks after completion of a da vinci-assisted right hemicolectomy procedure, an incomplete anastomosis was identified. As a result, the patient required another exploratory laparoscopic surgery to repair the anastomosis. On (B)(4) 2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated he was not present during the procedure. The robotics coordinator stated that on (B)(6) 2017 the patient underwent a right hemicolectomy surgical procedure. The robotics coordinator also confirmed there were no related system errors that had occurred during the surgical procedure. The planned surgical procedure was completed successfully, and there were no reports of any intra-operative complications. The robotics coordinator stated that during the robotic procedure, the endowrist stapler 45 instrument was used for the anastomosis. The robotics coordinator stated that the surgeon had fired the endowrist stapler 45 instrument three times with three blue stapler 45 reloads installed. Two days postoperatively the patient experienced nausea, vomiting and no bowel movements. These symptoms lasted for two weeks. As a normal practice, the patient was to be discharged after having a bowel movement. Hence, on (B)(6) 2017, two weeks postoperatively the surgeon decided to do an exploratory laparoscopic surgery. At this time the surgeon inspected the colon and identified an intestinal obstruction. The surgeon then resected the anastomosis done during the initial robotic surgical procedure and sent the tissue for pathology evaluation. The pathology report revealed that the anastomosis had two staple lines; however, the tissue was not cut to create a lumen. According to the robotics coordinator, this caused the bowel obstruction. The surgeon repaired the obstruction with another anastomosis using a hand held stapler instrument. After the second surgery, the patient was reported to be recovering well and discharged within two days. The robotics coordinator stated that he has reported this incident to the FDA with a date of event of (B)(6) 2017. Isi reviewed the site's system logs and identified the date of the robotic surgery to be (B)(6) 2017, and the robotics coordinator confirmed the procedure was on (B)(6) 2017 and not (B)(6) 2017 as he had initially reported. The robotics coordinator also confirmed that since the initial robotic procedure was completed with no intraoperative complications, the blue stapler 45 reloads used during the procedure were discarded. He also confirmed that the endowrist stapler 45 instrument was used in a subsequent surgical procedure with no issue reported. The robotics coordinator stated that since it was the anastomosis that was not cut to create the lumen, he stated it had to be the last (third) blue stapler 45 reload that could have failed.

Manufacturer narrative:
In relation to the reported event, on 11/21/2017 intuitive surgical, inc. (Isi) received FDA voluntary report mw5073083 with the following event description: on (B)(6) patient had a right hemicolectomy performed. No issues noted during surgery. On (B)(6) patient brought back to the or. Anastomosis was resected and sent to pathology. Pathology revealed that anastomosis had two staple lines but was not cut to create lumen. Suspect stapler malfunction. No fault messages or error messages were given by robot. The site has reported this in mw5073083 with a date of event (B)(6) 2017 (the second surgery for the repair of the failed anastomosis). However, the date of event referred to in the initial MDR was the initial robotic procedure performed on (B)(6) 2017. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient allegedly experienced an intestinal obstruction that required a second surgical procedure for repair. However, at this time, the root cause of the post-operative complication is unknown.